Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) arrived at the site to inspect the equipment and replaced compressor, scroll. Recalibrated the pressure and vacuum valves. After replacement, all checks were completed and machine was functioning okay.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation). Aware date must have been early july 2024.

Manufacturer narrative:
Corrected data: d4 (UDI#), e1 (initial reporter). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) was alarming for overheating and compressor failure. There was no patient involved or harmed.